Event description:
Complainant alleged that during functional testing, the device's screen was all white and blank. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The product has been received and a follow-up report will be submitted when the investigation is completed.